Event description:
It was reported that during a laparoscopic hysterectomy procedure, air leaked from the valve in two devices. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with cap/base of the universal seal assembly separated. In addition, the lens of the obturator was noted fractured. However, this condition is unrelated with the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (b) was received with cap/base of the universal seal assembly and the sleeve separated. In addition, the lens of the obturator was noted fractured. However, this condition is unrelated with the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90771 expiration date: 12/2015 manufacturing date: 01/2011 (B)(4) universa seal (B)(4). The analysis results found that the devices (c, d, e, f, g) was returned inside their original package. Upon evaluation of the devices, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch records were reviewed and no anomalies were noted during the manufacturing process. Device c, d, e, f, g additional information: batch # h90l91 expiration date: 02/2016 manufacturing date: 03/2011 (B)(4) leak failure (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.